Manufacturer narrative:
Initial and final MDR 1891615 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two kinked cannula events on 30-apr-2024 and 01-may-2024. Event occurred after three hours of insertion. First set was in use for 11 hours and other set for 8-9 hours. Insertion site was at abdomen. Highest glucose levels observed were 600 mg/dl during the event. Patient changed sites and took multi daily injections to address high blood glucose. Patient got hospitalized due to diabetic ketoacidosis on (B)(6) 2024. He was having moderate ketones. He got intravenous insulin drip, sugar saline and regular saline as treatment in hospital and was released from hospital on (B)(6) 2024. Patient replaced infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.